Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer replaced pump supplies as needed and resumed insulin therapy.